Event description:
Patient with lengthy hospitalization for leukemia and multiple system failure had an attempted central line placement. A cook needle was inserted and guidewire was threaded. When catheter insertion was attempted, it would not pass. Dilator was re-inserted and passed easily, but catheter placement failed again. Guidewire was withdrawn and long coil was noted at end. Two more attempts were done at different sites but not able to pass tip #6 lumen (#7 tried). Procedure stopped due to 100 cc blood loss, increased blood pressure, and PICC line declot. Guidewire is frayed. Patient expired the next day from deterioration of various body functions. Death is unrelated to failure of the medical device.